Event description:
A discordant high immulite 2500 troponin (rti) result was obtained with one (1) pt sample. The sample was initially tested (in duplicate) per the laboratory's protocol. The sample was tested a third time after a review of the results indicated a >20% difference between the two results. The initial result (first replicate) was released to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause for the discrepant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.